Event description:
The suture was used during an abdominal hysterectomy procedure. Reportedly, the needle tip broke while passing through the sub q layer. It was not reported how the procedure was completed. The hosp has reported no pt injury.